Event description:
It was reported that a patient who underwent anterior capsulotomy and lens fragmentation with the catalys system (system) subsequently experienced an event where the system's laser beam inadvertently contacted the patient's iris during treatment; which in turn caused the iris to contract and resulted in the surgeon manually terminating the lens fragmentation treatment prior to its completion. The patient was then taken into the operating room where the procedure was completed manually. Patient was reported as ok the day of the procedure with no additional complications and/or medical intervention being reported.

Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the operating room surgical video were not available for analysis. From the analysis of the system database and the system oct recording there were no anomalies found and all settings and parameters of the system were found to be within acceptable limits. However, the system database images did reveal that significant eye movement occurred with respect to the eye's initial presentation at the time of fluid confirmation. This eye movement was not recognized by the surgeon and a re-scan of the eye was not performed before proceeding with the laser treatment. Additional information was requested from the surgeon but not received at the time of this report. The catalys operators manual contains a warning which states "continuously verify that the eye has not moved with respect to its initial presentation at the time of fluid confirmation. If the eye moves during integral guidance, then press "rescan eye". If the eye moves during laser treatment, then terminate the laser treatment by immediately releasing the laser footswitch."